Event description:
Robotic instrument vessel sealer used for robotic hysterectomy stopped working during surgery. Per report, it wouldn't release from da vinci arm, had to pull port out to remove vessel sealer.